Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The black coating of the wire guide tip has separated exposing the inner core wire but remains attached to the wire guide. No portion of the wire guide coating is missing. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusion: due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use for the tracer metro direct wire guide describe the appropriate flushing techniques. These include the following: flush the wire guide holder prior to removal of the wire guide and flush the accessory channel of the endoscope and/or wire guide lumen of the accessory device prior to inserting wire guide. The instructions for use instruct the user that the wire guide should be kept wet for best results. If these flushing techniques are not following or inadequate flushing occurs, this can contribute to damage to the wire guide coating. Resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure due to resistance, this can contribute to wire guide coating damage. Prior to distribution, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. Although the lot number of the affected device was unable to be determined, we confirmed this product was manufactured prior to implementation of this corrective action based on the date of this occurrence. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. When the physician attempted to remove the wire guide from the sphincterotome, the coating of the wire guide tip separated near the distal end but did not detach from the wire guide. The sphincterotome and wire guide were simultaneously removed from the patient. No portion of the wire guide coating became free inside the patient. The procedure was completed using another wire guide. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.